Manufacturer narrative:
The manufacturer previously reported a third party service center alleged a ventilator was alarming for a check circuit alarm condition. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming for a check circuit alarm condition. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.